Manufacturer narrative:
Suspect medical device, manufacture date: reservoir: gtin #: (B)(4). Upn#: (B)(4). Batch/lot #: 185755006. Mfg date: 08/23/2017. Exp date: 08/23/2022.

Event description:
It was reported that the patients ams700 inflatable penile prosthesis was removed due to erosion at sub glans on (B)(6) 2018. No further patient complications were reported in relation with this event.

Event description:
It was reported that the patients ams700 inflatable penile prosthesis was removed due to erosion at sub glans on (B)(6) 2018. No further patient complications were reported in relation with this event.

Manufacturer narrative:
Correcction: device avail for evaluation, returned to manufacturer date. Suspect medical device, manufacture date: reservoir: gtin # (B)(4), upn# (B)(4), batch/lot # 185755006, mfg date 08/23/2017, exp date 08/23/2022.

Manufacturer narrative:
Device avail for evaluation, returned to manufacturer date. Suspect medical device, manufacture date: reservoir: gtin # (B)(4), upn# 72404161, batch/lot # 185755006, mfg date 08/23/2017, exp date 08/23/2022.

Event description:
It was reported that the patients ams700 inflatable penile prosthesis was removed due to erosion at sub glans on (B)(6) 2018. No further patient complications were reported in relation with this event. Additional information was reported that the inflatable penile prosthesis (ipp) cylinder, pump, and reservoir was explanted and a new spectra penile prosthesis (spp) was implanted.